Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads and completely broken off reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack on the battery side of the pump. The customer stated that the drive support cap was normal. The product was returned for analysis.